Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, patient hospitalization and patient outcome were not reported. The patient was treated with unspecified anti-inflammatory drug for the event. At the time of this report, the patient outcome was not reported. The peritoneal dialysis was continued during the treatment. The reporter declined to provide additional information.

Manufacturer narrative:
Date of event: the event occurred at the end of (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.